Manufacturer narrative:
Microscopic examination of the internal hex of the set screws identified witness marks and deformation consistent with secondary tightening after the break-off portion of the set screw was broken off. This is consistent with over-tightening of the set screws. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar stenosis levels: l4/5 it was reported that on (B)(6) 2016, intra-op, cross-link was placed on rod and set screw tightened but set screw tip sheared off. Another set screw was tried in same cross-link with same result. Cross-link taken off completely and a new cross-link was put on without incident. The product came in contact with the patient. No patient complications were reported.